Manufacturer narrative:
Concomitant medical products: 402358 lead, implanted: (B)(6) 1996.

Event description:
It was reported that a lead warning was triggered due to high impedance on the patient's left ventricular (lv) lead. It was also reported that the lv lead did not capture at maximum output. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.